Event description:
The pt developed an infection of the device pocket shortly after implant. Cultures were positive for multi-resistance staphylococcus aureus. The pt was treated with IV and oral antibiotics and the device system removed. The infection was reported to have resolved.